Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of therapeutic effect and stimulation sensation following lumbar back surgery approx 6 weeks ago. The pt could not remember if the device was shut off prior to the surgery. The neurostimulator responded to the pt programmer and showed that the stimulation was turned on. A triple "beeping" sound was heard when the stimulation was increased to approx 2.0 to 2.1 volts. The pt was programmed to 1.9 volts and felt the stimulation prior to the back surgery and now did not feel any stim at 2.1 volts. Further info was requested from the healthcare professional.